Event description:
The clinic reported that a laser vision correction patient presented with fold/wrinkles temporally one day post treatment in left eye. The patient commented she had decreased vision in left eye. It was stated that the patient there was no loss of best corrected visual acuity (bcva). A flap lift and rinse was performed. And it was reported that on (B)(6) 2015. Bcva from (B)(6) 2014: right eye pre-op 20/20 -5.25 x -.25 x 170, left eye pre-op 20/20 -5.25 x -.75 x 5. On (B)(6) 2015, patient returned to center and it was reported her symptoms resolved. During that visit, it was noticed patient had infiltrate (inferiorly) and complained of foreign body sensation in her right eye.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.